Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. Customer's blood glucose was unknown at the time of incident. Troubleshooting found alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with constant new software release detected and failure of flash memory error alarm; the problem was isolated to the mother board. Unable to perform functional testing or verify external ram crc error, unexpected restart, failed battery test or battery out limit alarms due to new software release detected or failure of flash memory error alarms. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.